Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose and diabetes ketoacidosis. The customer's blood glucose was 245 mg/dl. The customer's current blood glucose was 275 m/dl. The customer also stated that they had calibration error. The product was not returned for analysis.